Manufacturer narrative:
The customer returned camera head to olympus for the issue of "camera is black on screen when plugged in." The subject device was inspected and the user's request was confirmed as no image was present on the monitor due to a faulty charge coupled device (ccd). Moreover, findings of kinks and knots were identified on the cable. Also, a failed leak test was discovered between the ccd and rear head cover. A device history record review was completed, and no issues were identified. As per the instructions for use (IFU), "if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the filed performance of the device.

Event description:
It was reported that the screen was black when the camera was plugged in.the malfunction occurred during preparation/prior to use for a therapeutic procedure. The procedure was completed with a similar device without any delay. There were no reports of patient harm associated with the event.